Event description:
It was reported that a minimum fill notification occurred. The customer re-loaded the cartridge to resolve the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg.